Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a faulty charge coupled device. The device evaluation found a failed leak test and a crack on the main body. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint is a cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. The storage period of the DHR (device history review) is 15 years according to ombs s_4.2.5_01_001. Since the equipment in question was manufactured more than 15 years ago, the DHR could not be verified. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head had no image, black screen. The issue occurred during preparation for use for an unspecified procedure. A similar device was used to complete the procedure. There were no reports of patient harm.